Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer comment. It was found that the upper/lower cases, ring cover, and one side bail cover were broken. The battery contacts were compressed and the ring was bent. The battery drawer was out of mechanical specification.

Event description:
It was reported that the lower display of the external pulse generator (epg) was faded. The epg was returned for analysis and possible repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.